Event description:
The facility reports the purple band of the sling became detached from the lift knob of the handle and arm when it was pushed over the raised edge of a door threshold strip. The patient did not fall and no injuries occurred.